Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: part: 03.010.523-us, lot: 9065773, manufacturing site: werk bettlach, release to warehouse date: october 28, 2014. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: according to pictures received from the customer, a broken condition can be observed at the distal end, connection point of the driving cap/threaded, this condition is related with the customer complaint regarding a broken condition on the device. Dimensional inspection: since the device was not returned, a dimensional inspection and a functional test were not able to be performed. Investigation conclusion: the customer complaint was confirmed. This investigation was performed based only on the photo provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orthopedic procedure on (B)(6) 2022, the driving cap broke into the insertion handle. No fragments were generated. The surgery was completed successfully without surgical delay. There was no patient consequence reported. This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).